Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information requested, but not yet received.

Event description:
It was reported that the patient's ipg became unable to communicate with external devices following a radio-frequency ablation procedure on (B)(6) 2023 where surgery mode was not enabled. Troubleshooting was able to recover the ipg. The device is providing therapy.